Event description:
It has been reported to philips the footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wired footswitch was intermittently failing due to a mechanical issue. The system was not in clinical use. The customer replaced the wired footswitch, and the system was returned to use in good working order. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to determine if the reported issue was regarding a wired or wireless footswitch and as such the complaint was reported. Based on the investigation's results that the issue relates to the wired footswitch; philips concludes that the complaint is not reportable. Updated codes based on investigation.